Event description:
It was reported that a malfunction code, identified as "malf 16," occurred, which was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as it was still under warranty. The customer was instructed to use a backup therapy, specifically mdi, to ensure insulin delivery was not interrupted. They were also guided on how to put the pump into storage mode and instructed to return the problematic pump using a pre-paid label within 10 days, which the customer acknowledged and understood.